Event description:
The customer reported that the insulin pump alarmed an error. Troubleshooting was performed. Assisted the customer to run the displacement test and the test failed. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with constant alarm, problem isolated to interface board. Unable to test for prime alarm or perform the displacement test due to motor alarms. The insulin pump had a scratched display window. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.